Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was in a motor vehicle accident on (B)(6) 2017 and, afterwards, the patient felt unpleasant shocking sensations in the groin and paresthesia to the feet that stopped when the stimulator was turned off. The patient was worried about the device and the leads shifting. A CT was performed in the emergency department but the imaging did not show the full leads. No further imaging was performing due to recent radiation exposure. On (B)(6) 2017, the patient saw the manufacturer representative for reprogramming. The event resolved without sequelae; the shocking sensation stopped and there was sufficient pain relief. The event was possibly related to the device or therapy and was not related to the implant procedure or programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient's weight of (B)(6)lbs.